Event description:
The event occurred during a colonoscopy screening that was considered a diagnostic procedure. There was no delay during the procedure. The patient was under conscious sedation and the procedure was completed successfully. The same device was not used to complete the procedure.

Manufacturer narrative:
B3, b5, & d10: additional information has been obtained and provided. H10: - it is unknown whether there was deviation from instructions for use in reprocessing steps for the area where foreign material remained. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: IFU states the detection method in cf-hq1100dl/I operation manual chapter 3 preparation and inspection. IFU states the preventative measures in cf-hq1100dl/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found a foreign material inside the light guide lens and auxiliary channel. In addition to the reportable malfunction, the following were noted: the light guide lens was cracked and chipped; the light guide lens adhesive was chipped; the plastic distal end cover had a dent; there was snakiness in the connecting tube; angulations were low; the variable stiffness adjustment was not working. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the colonovideoscope had hard angulation. The issue was found during preparation for use. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a foreign material inside the light guide lens and auxiliary channel. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.